Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information: (B)(6).

Event description:
The event involved a microclave® clear neutral connector which the reporter stated that the device was found with lipids leaking into the spring mechanism chamber rendering the line no longer a closed system. The microclave was replaced and therapy continued. There was no unexpected or prolonged care necessary. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The complaint of leakage can be confirmed on the one returned microclave¿ clear neutral connector. As received there were lipids inside the body of the microclave. There was a tear observed on the top of the seal and down the side of the seal. The microclave was disassembled to evaluate the damage observed. The tear observed on the top of the seal propagated from the slit down the side. There were residuals observed on the internal spike. No damage observed on the spike. The probable cause of the damage seal and subsequent leakage is typical of access with an incompatible mating device during use. The directions for use state: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. A device history review could not be conducted because no lot number(s) was/were identified.